Event description:
The patient reported an aa4203tl silicone single piece lens with toric optic was implanted in patient's right eye on (B)(6) 2010. The lens became dislocated and on (B)(6) 2012, lens was explanted. The lens was exchanged for a 3-piece aq2010v. The physician's office was contacted for additional information. The physician's office confirmed the information the patient reported. Additional information: patient pre-existing conditions - keratoconus, lattice degeneration and erm with pseudohole. A specific cause of adverse event is unknown, added that the device did not cause or contribute to this event. Planned therapy: hard contact lens fitting for bcva 2 degrees keratoconus and observe. Post-op va: bcva 20/20, on (B)(6) 2014.

Manufacturer narrative:
Pt weight: unk. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: a lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no device failure): based on the complaint history, it was determined that the root cause of this event was due to patient related condition. The device did not cause or contribute to ths event. (B)(4). Device was discarded by the facility.

Manufacturer narrative:
Method: medical review. Results: medical review: od: reported by the patient, silicone iol (with toric optic) was explanted/exchanged, in 2012, for a different model iol two years after implantation to address lens subluxation ("dislodge"). The patient also reported that additional interventions including yag were done but the reason was not specified. Information received from the physician's office reported event (iol subluxation) was not lens related in origin. After the lens exchange bcva was 20/20. Furthermore, given additional information about the patient pre-existing complicated posterior ocular pathology (epiretinal membrane with pseudohole, "lattice" retinal degeneration). Conclusions: based on the complaint history, work order search and medical review, it was determined that the root cause of this event was due to patient has pre-existing condition and was not lens related. (B)(4).